Manufacturer narrative:
Lot number: two potentially associated lot numbers were reported: sr17e09088 and sr17f06043. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink solution sets leaked at the clearlink valve. This occurred during priming as the bags were being hung. The customer started over with new supplies. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, four unused companion samples (two samples of lot: sr17e09088 and two samples of lot: sr17f06043) were received for evaluation. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed, and no leaks were identified from any of the returned samples. The reported condition was not verified. A batch review was conducted for both potentially associated lots and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.